Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 6931-65, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. It was reported that there was high impedance, noise oversensing, and a lead fracture was suspected. The right ventricular (rv) lead was capped and a new lead was implanted. It was also reported that atrial lead was inadequately detecting ventricular fibrillation (vf) / ventricular fibrillation (vf) episodes and oversensing in the atrial channel. A lead revision was planned due to the loss of lead integrity. However, during the rv procedure, the atrial lead was totally inconspicuous in terms of intraoperative measurements and of lead impedance trend. Therefore, the atrial lead was not inactivated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.